Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year and 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2017, for suspected pump thrombus due to an elevated lactate dehydrogenase (ldh) greater than 1000 u/l (reference range 12-220 u/l) and dark urine. Upon admission, the patient¿s inr was 1.7. The admitting center took the patient off coumadin. On (B)(6) 2017, the patient was transferred to another hospital. Upon admission to other hospital, the patient was on a heparin infusion with therapeutic inr, ldh of 1452 u/l and plasma free hemoglobin was 30 mg/dl. A ramp echocardiogram performed on an unspecified date was reported to be normal. In addition, although dark urine was reported, a urine specimen was clear. On (B)(6) 2017, the patient¿s ldh decreased to 291 u/l and plasma free hemoglobin was 50 mg/dl. No additional information was provided.